Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the applier was loaded slowly into the guide catheter, as per standard process.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A heli-fx endoanchoring system and endurant ii stent graft system were used in the treatment were used in the endovascular treatment of the patient. It was reported that, during the index procedure, as the applier was being loaded into the guide an air bubble was trapped inside the patients aorta. The physician stated that he aspirated the air bubble to prevent the an air embolism forming. It was also reported, that as the first endoanchor deployed as expected but the second endoanchor deployed abnormally with it jumping off the applier and an abnormal sound being heard from the applier. The physician stated that even though the second endoanchor delivered abnormally, good anchoring was achieved. The treatment was successfully completed with good results observed post treatment. Per the physician the cause of the event cannot be determined. No additional clinical sequelae were reported and the patient will be monitored.

Manufacturer narrative:
Device evaluation summary: a kink was observed on the applier shaft and strain relief. The kink likely occurred post removal of the device from the patient and/or as the device was coiled for return. There was a section of an endoanchor visible in the housing. The handle was opened, and no fluid or blood was observed within the handle. No corrosion was observed to the circuit board or connector pins. All wires and connectors within the handle appeared to be intact and properly connected. The battery was removed and measured 9.07v. The battery was reattached, and the unit powered up with the blue error flashing, the forward light unresponsive and the back light flashing. The eprom was read and presented the following codes (locn x code): oax09 brown-out tripped, 0bx00 power on, 0cx00 no error, 00x00 power on. The device was restarted in factory mode with the blue error light flashing, forward light flashing, back light on. The inner mechanism did not rotate on pressing the back button. If information is provided in the future, a supplemental report will be issued.